Event description:
Customer reported that when they removed one cat875 urodynamic catheter from the package, they noticed a piece of internal wire was sticking out through the catheter wall. The catheter was not used on a pt and will be returned to laborie for investigation. If it had been used on a pt, there was potential that the wire could have made a tear in the urinary tract.